Event description:
Customer reported hospitalization due to high blood glucose. The current reading is 353 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Diagnosed hyperglycemia. Hospital treated with IV. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.